Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing noisy signals ending in inappropriate shocks. The system was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.